Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 9.0 cm. Full breached insulation degradation was found 5.0 and 6.8 cm from the connector pin. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.